Event description:
It was reported that 24 needle 21 1-1/4 tw bulk pack experienced needle hub hole/crack/damage. The following information was provided by the initial reporter: needle hub damage. Supplier found damaged needle hub during the syringe assembly.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes d.10. Returned to manufacturer on: 10/23/2020 h.6. Investigation: one photo and twenty-two actual samples were received by our quality team for evaluation. From the photo, a damaged hub was observed. The samples were subjected to visual inspection to check for damaged and cracked hub. All samples were observed to have a damaged hub. Therefore, the team was able to confirm the customer experience. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Based on the DHR review, there is no abnormailities during the production of the assembled needle. However, it is suspected that there is an air leak at the reject cylinder toggle valve. This causes the cylinder motion to be inconsistent and not able to retract on time when rejecting the bad parts causing it to hit the good parts. See h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: n/a. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 24 needle 21 1-1/4 tw bulk pack experienced needle hub hole/crack/damage. The following information was provided by the initial reporter: needle hub damage. Supplier found damaged needle hub during the syringe assembly.